Event description:
It was reported that an incident occurred with a pcu and two large volume pump modules where the pcu had error codes 133.6090 and 120.4410 on (B)(6) 2026. There was patient involvement, but no harm. The customer later reported that a family member noticed a strong burning smell and notified the nursing stuff coming from the pump module. The nursing staff followed the smell to the pump module and noticed the error code being displayed. After an onsite visit, the following additional information was obtained. The event on the 4 north medical/surgical unit involved one pcu and two large volume pump modules during a normal saline infusion, with no life-sustaining medications in use. During the day shift, staff observed smoke and a burnt silicone odor, followed by an error code on the pcu. The bedside nurse powered off and unplugged the device, replaced it, and it was tagged and sent to clinical engineering (ce). Ce confirmed the error code upon power-up but found no visible physical damage during inspection, and the devices were sent to bd for further investigation. The IV tubing and bag were discarded and not available for evaluation.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.